Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the leak. The fse bleached the apertures, and replaced the tubing through pinch valve lv8 and the probe wipe assembly to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported approximately 1 ml of clear fluid leaked from the probe of the coulter act diff 2 analyzer. The customer stated that the probe wipe was coming off as the clip was not working. The customer indicated that the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.